Manufacturer narrative:
Section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 2nd april 2021 section h3 - device evaluated by manufacturer? Yes device evaluation: the dib00 product was not returned in its original package. The plunger and pushrod were observed in advanced position and residues of viscoelastic material was found in the cartridge. The cartridge tip was observed deformed and returned without he lens. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification.  A search revealed that two additional complaints for this order number have been received, however, the reported issues are not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation it was found that the haptics of the lens were defective. Lens was not implanted. No additional information was provided.